Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: april 08, 2014. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned universal chuck w/t-handle (393.100, 8768255) is a highly adaptable tool, included in a variety of technique guides and used in a large number of procedures including knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. The returned chuck was received with an extraction hook for ti cannulated nails stuck in the grip of the chuck. There is no indication that the extraction hook for ti cannulated nails (355.399, u231692) contributed to the complaint condition. The chuck exhibited minor dents and the t-handle was found to be detached from the body of the chuck. The t-handle is threaded into the body of the chuck and during manufacturing loctite adhesive is applied on the t-handle threading with the purpose of creating an effective bond which will allow the universal chuck w/t-handle to be used as intended. It appears that the adhesive bond was broken on the returned chuck, which contributed to the confirmed complaint condition. The returned universal chuck w/t-handle (393.100, 8768255) was manufactured on april 08, 2014 and the relevant drawing was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The complaint description indicated that during a nail extraction attempt, the returned concomitant extraction hook for ti cannulated nails (355.399, u231692) became stuck in the grip of the returned universal chuck w/t-handle (393.100, 8768255). Considering the complaint description and after inspection of the returned parts, it is not possible to determine a definitive root cause for the complaint condition. The description indicated that the complaint condition occurred during an extraction procedure, which tends to expose the tools used for extraction to unusual circumstances and forces. It is possible that the loctite used to adhere the t-handle to the body of the chuck lost its adhesive strength over time after repeated use and subsequent processing required to ensure that the chuck is sterilized prior to each use. The cumulative effect of the adhesive losing its strength over time, combined with the possible difficulties experienced during a nail extraction could have together caused the complaint condition of the handle breaking off from the body of the chuck. Once a t-handle is broken it is not possible to generate sufficient torque to loosen the grip of a fully tightened chuck. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a revision surgery on (B)(6) 2016, while trying to remove the short 11mm 170 short trochanteric fixation nail (tfn), the extraction hook and t-handle chuck jammed. The devices are still locked together. The implanted devices were all removed successfully intact. There was no surgical delay and the procedure was completed successfully. This report addresses the intra-operative event during the revision procedure. The events surrounding the need for the revision procedure are captured and reported under linked complaint (B)(4). When the product was being investigated by the manufacturer, it was noted that the t-handle chuck was broken. This is report 1 of 1 for (B)(4).